Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the ipg was not sitting correctly in the pocket. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the ipg was not sitting correctly in the pocket. The patient will undergo a revision procedure wherein the ipg will be relocated.